Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with an nc coyote balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a 20mm longitudinal tear starting at the proximal balloon cone. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with an nc coyote balloon catheter. No patient complications were reported and the patient's status was stable.